Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, a 25 year-old female patient had phacoemulsification surgery in 2019. The patient began to notice a progressive deterioration of vision since the last year. The patient was excluded from all possible pathology, conducted all kinds of examinations but could not find the cause of the deterioration of vision. When doctor observed the lens from an angle, saw vacuoles filled in the lens. He ruled that it was glistening that led to impaired vision. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. Photo review: this is a photograph of a multi-focal iol (intra ocular lens) through a moderate pupil at medium magnification. There are moderately dense micro vacuoles through out the entire visible portion of the lens. The second photo is at a higher modification. This magnification shows the vacuoles are at various depths within the lens. The last photograph is an ocular coherence tomography (oct) focused on the iol. Within the iol there are highly reflective spots indicative of lens vacuoles or opacities. These vacuoles occur through the depth of the lens anterior to posterior. These photographs appear to show glistening of the multi-focal iol. Glistening is caused by water entering the iol and forming vacuoles. It is not uncommon to see and most often does not have a visual impact. Rarely, glistening impacts the quality of vision and explanting the lens is one of the treatment options. The root cause for the reported complaint could not be determined. Impact on the vision cannot be determined from the photos. A definitive determination of glistenings cannot be made from the returned photos - the provided photos are consistent with glistenings. All product history records are quality reviewed prior to release. The manufacturer internal reference number is: (B)(4).